Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced migration of the implanted electrodes out of the cochlea.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed june 19, 2012.